Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. With a patient on the examination table, when the doctor attempted to begin a procedure by stepping on the fluoro footswitch, the system would not release any x-ray. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation showed that the incorrect system behavior was solely based on a workmanship failure during service activities. The day before the service engineer replaced the uli (user location interface) board during a service intervention. After the replacement of parts, the service engineer failed to download the can (controller area network) to the uli board. If the can is not uploaded, the internal test during system boot will identify inconsistent software and thus will not release x-ray. After the can download was performed the system works fine again. The affected service engineer received additional training with regard to the issue. No other corrective or preventive measures are planned based on the present event.